Event description:
Additional information was received from a manufacturer representative (rep) reporting the serial number of the patient¿s external neurostimulator and the patient¿s identifying information. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 977d260, serial# (B)(4), product type screening device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977d260, serial#: (B)(4), product type: screening device. Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(4), ubd: 28-jan-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an external neurostimulator (ens) for an unknown indication for use. It was reported that according to the trial patient¿s daughter the patient woke up from a nap and was confused about the dressing on their back and stated that the dressing was starting to peel up. The patient took a pair of scissors in attempts to cut the dressing and they cut through the trial lead completely. The lead was removed by the physician today at 8:30 and the removal was verified under fluoroscopy. The issue was resolved at the time of the report. The lead would not be returned as the customer discarded it. No further complications were reported/anticipated.